Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was 300mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit received with minor scratches on case and minor scratches on lcd window.